Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 19 mg/dl. The customer was treated with food. After the troubleshooting was done, customer advised to speak with their healthcare provider regarding the low blood glucose. Customer was advised to monitor the device and call us back if issues persist. The customer also reported via phone call that the insulin pump alarm low battery. Customer's blood glucose was 70 mg/dl. The customer was advised to insert a battery and monitor the insulin pump. The customer declined to troubleshoot for battery out limit and off no power alarm founds during alarm history review.